Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: battery reciprocator device, 1/9/2024 d1, d3, d4, g4, h4, UDI, g1-1: the product code is unknown. Therefore, the brand name, catalog number, lot/serial number, manufacturing location, 510k classification, and the manufacture date are unknown. The UDI cannot be completed. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (01) incomplete.

Event description:
It was reported from slovenia that during use ¿work¿ it was discovered that the battery reciprocator device experienced excessive vibration resulting in the breakage of the saw blade device. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there was no delay in the surgical procedure as a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.